Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1bgd0, implanted: (B)(6), product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for malignant pain and extremity. It was reported that the patient had a second brain surgery because of an infection. Symptoms reported included redness, swelling, drainage, and incisional wound opening. Patient stated that where the lead wires go into the skull, where they cut it was not healing right. She said there was a dime size hole in her head. Patient further states that the site was itchy and warm. Patient says she originally went to the emergency room and they gave her antibiotics but it didn't heal. An epidural staph infection was confirmed. Interventions taken to resolve this issue included IV antibiotics, oral antibiotics (clindamycin 150mg has to take rest of life), and a partial system explant. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the symptoms and infection had been resolved, and the device had not been explanted (contradicting what was initially reported).